Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported a "zapping" sensation followed by discomfort behind her ear over the implant site. Following this single incident, she reported not hearing as well with the device. Patient denies illness, accident, or trauma.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: the root cause for the reported problem is most likely the formation of a temporary air bubble or a bad electrical contact to connective tissue above the reference electrode. Based on most recent information the issue appears to have been resolved. The concerned device remains implanted and in use.

Event description:
Patient reported a "zapping" sensation followed by discomfort behind her ear over the implant site. Following this single incident, patient reported still hearing, though not as well as before. The recipient was evaluated by ent physician and no active tissue around the coil site was noted (e.g. Swelling). This sensation only happened once. The patient was seen again and reported no further incidence of the above mentioned sensation. Patient has detection of all ling sounds and benefit with the device with improved responses.